Manufacturer narrative:
(B)(4).

Event description:
It was reported that this lead was explanted due to complications or a suspected defect. No further information was provided in regards to device issues or patient events. Should additional information become available this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2017 - received the final analysis of the returned product. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple abrasion marks along the lead body, particularly between 49 cm and 53 cm distal to the is-1 connector pin indicating friction against another implantable device such as a nearby lead. However in these regions the insulation was still intact. Furthermore cuts in the insulation were observed in the area of the ligature marks 27 cm distal to the is-1 connector pin. Blood penetrated the lead. It is assumed that these damages occurred during the explantation procedure. No further deviations were noted in the course of the mechanical and electrical inspection. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.